Event description:
It was reported that the customer experienced low blood glucose levels, which required the customer to seek medical attention. The caller stated that the customer was not admitted as an inpatient for medical treatment but was treated and released. The customer's father did not know the blood glucose reading or any further details regarding the event. Troubleshooting could not be performed, as the insulin pump was in another country. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads. The results for the device volume accuracy test are pending.